Event description:
Customer initially called to report that the tape was not sticking. Customer also reported that she was hosptialized with dka. Prior to hospitalization customer was vomitting. Customer stated that dka was the result of a viral infection.